Event description:
It was reported that during surgery, the device was destroying the skin grafts, it left them as an incomplete harvest and was shredding the graft. This required slightly more donor site than required. There was patient involvement but no further patient injury noted and there was a delay of 20-25 minutes, due to additional grafting and another device being prepped and used to complete the procedure due diligence is completed and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) . Following sections were updated or corrected: b1, b2, b3, b4, b5, d9, e1, e3, g1, g3, g6, h1, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery on an unknown date, the device was destroying the skin grafts. There was patient involvement, it is unknown if there was a delay. Due diligence is in progress and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the motor rpms were noisy but within specifications, the control bar was loose, the control bar and ball plunger were out of position, the spring pin was too high, the dowel pins were not flush, and the device was out of calibration. The motor, swivel, planetary gear, ball plunger, lever, and bearings were replaced, the control bar was adjusted, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.